Manufacturer narrative:
The subject device is available, device analysis in progress.

Event description:
It was reported that the physician tried to retract the coil to resheath it and the coil broke. The whole system, including the coil was removed; there was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added. Device identifier (UDI) - added. Device evaluated by mfg - updated to yes. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the proximal contact and delivery wire was kinked, likely due to handling, and the main coil was stretched and kinked, likely due to procedural factors encountered during the procedure. Additionally, the main coil was detached and the reported event was confirmed. Additional information confirmed the device was in good condition prior to the procedure and was prepared per directions for use (dfu). Based on the information available and investigation results, it is likely the reported coil break and analyzed premature detachment was due to procedural factors during use. As such, operational context was assigned to this investigation.

Event description:
It was reported that the physician tried to retract the coil to resheath it and the coil broke. The whole system, including the coil was removed; there was no clinical consequence to the patient as a result of this event.